Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after insulin delivery was paused for several hours and the user was without insulin until a supply change and reconnection were completed; a fingerstick blood glucose measured at 425 mg/dl, and the user administered subcutaneous insulin via pen before reconnection. Investigation of this case revealed prolonged interruption of insulin delivery due to paused therapy and a missed insulin change, with subsequent reconnection and restoration of therapy. No symptoms associated with high blood glucose reported. Outcomes included need for troubleshooting support without medical intervention. It was concluded that hyperglycemia occurred, and the specific precipitating cause remained unclear despite resolution after reconnection and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.